Event description:
It was reported that the customer was taken to the hospital to be checked for high blood glucose, but she was not admitted. It was stated that the customer was not treated at the emergency room, but the father gave her a bolus with the insulin pump. The father believes the insulin pump was functioning intermittently. The father declined to troubleshoot, and requested a replacement of the insulin pump. The father stated that the issue is going on for almost two weeks. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.